Event description:
It was reported that the device could not be interrogated after multiple attempts. It was noted that the patient has been non-compliant and has not been seen since (B)(6) 2013. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.